Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy procedure, the clip prematurely deployed before the device came out of the scope. It was reported that the clip fell into the patient and was not retrieved. The patient was not re-scoped and another resolution clip was used to complete the procedure without complications. The patient was reported to be fine post procedure. Preliminary investigation results revealed that the clip assembly was returned and one of the prongs on the returned clip was bent backwards. Although this is inconsistent with the reported event, the complainant confirmed that the correct device was returned. Attempts to obtain additional information regarding the circumstances surrounding this event and the returned device have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Based on available event information and the condition of the returned device, this is now a reportable event.

Manufacturer narrative:
Patient (B)(6) old. (B)(4). A visual examination of the returned device found that the clip assembly was returned and fully deployed, as the control wire was separated per design. It was noticed that one of the prongs on the clip was bent backwards. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10101305c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the bent prong was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.